Manufacturer narrative:
Product analysis: the radio frequency (rf) programmer head cable was found to be out of electrical specification, such that it caused the programmer to shut off when connected. The rf head cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The radio frequency (rf) programmer head was returned as an associated product and subsequently tested out of specification. There was no patient involvement.